Manufacturer narrative:
Date of report :02/18/2019, date rec¿d by MFR : 02/04/2019. The power management board was replaced as a precautionary measure. Failure analysis on the returned power management (pm) board shows that this customer returned power management (pm) board was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29nov2018. (B)(4). Philip's international service technician could not confirm the reported issue. Philip's international service technician replaced the power management (pm) printed circuit board assembly preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that on receipt, the power was attempted to be turned on but the screen failed to illuminate and the power alarm sounded. There was no patient involvement. The event date was not specified; estimate used.